Manufacturer narrative:
UDI: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital reported that inspection of the equipment noted the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported that tidal volume would not display during the preoperative checkout. There was no report of patient involvement.